Event description:
It was reported that an altitude alarm occurred while on a plane. Customer's blood glucose level was 140 mg/dl. Initially, the customer could not clear the altitude alarm for 30 minutes, but was ultimately able to clear the alarm and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while on a plane. Customer's blood glucose level was 140mg/dl. Customer was ultimately able to clear the alarm and resume insulin delivery.